Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc catheters, the device experienced a hole in the catheter. The following information was provided by the initial reporter. The customer stated: nurse has noticed a hole in the side of the sheath and has not been able to successfully start the IV due to the defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc catheters, the device experienced a hole in the catheter. The following information was provided by the initial reporter. The customer stated: nurse has noticed a hole in the side of the sheath and has not been able to successfully start the IV due to the defect.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc catheters, the device experienced a hole in the catheter. The following information was provided by the initial reporter. The customer stated: nurse has noticed a hole in the side of the sheath and has not been able to successfully start the IV due to the defect.